Event description:
Per complaint (B)(4), it was impossible to remove the transporter's screw from the dental implant during initial placement. The implant was removed and replaced within the same procedure. There were no adverse patient consequences.